Event description:
It was reported that the patient with a spectra penile prosthesis (spp) experienced an infection. A surgical procedure was performed to remove the spp and replace it with an inflatable penile prosthesis (ipp). No additional patient complications were reported.